Manufacturer narrative:
Medwatch sent to FDA on 6/10/2016.

Event description:
Further follow-up with the healthcare professional revealed that symptoms have resolved.

Manufacturer narrative:
Medwatch sent to FDA on 12/08/2015. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of swelling and inflammatory reaction are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events of swelling and inflammatory reaction as follows: warnings: "injection procedure reaction to juvéderm ultra injectable gel has been observed as consisting mainly of short-term inflammatory symptoms starting early after treatment and with less than 7 days¿ duration." Adverse events: per table 1: injection-site responses by maximum severity occurring in > 5% of treated subjects (number/% of subject nlf¿s) possible injection site responses post injection with juvéderm ultra plus include redness, pain/tenderness, firmness, swelling, lumps/bumps, bruising, itching, and discoloration. Local injection-site responses were recorded in subjects¿ diaries one or more times for 98% of juvéderm ultra plus injectable gel treated nlf¿s and 97% of zyplast dermal filler treated nlf¿s. Subjects¿ scores for both products were predominantly mild or moderate in intensity, and their duration was short lasting (7 days or less). Juvéderm ultra plus injectable gel injection-site responses reported by greater than 1% of subjects and not noted in the above tables were skin tingling and peeling. No clinically meaningful differences in the safety profiles of juvéderm ultra plus injectable gel and zyplast dermal filler were found during the study. Post-market surveillance: "post-market safety surveillance of juvéderm injectable gel in countries outside the us indicates that the most common adverse events include swelling, redness, discoloration, and bruising."

Event description:
Healthcare professional reported that a few days after injection in the lips with 1 syringe of juvederm ultra, the patient developed swelling and a significant amount of inflammatory reaction on the left cheek under the eye. Patient was concomitantly injected in the cheeks with juvederm voluma xc, and in the "smile lines" with juvederm ultra plus. Patient was treated with a medrol dosepak. Symptoms have improved, but are ongoing. This is the same event and the same patient reported under MDR ID # 3005113652-2015-00840 ((B)(4)) and MDR ID # 3005113652-2015-00843 ((B)(4)). This is the first MDR submitted for the first suspect product, juvederm ultra.